Manufacturer narrative:
The insulin pump alarmed a33 error during basic occlusion test due to protruded loose drive support disk. The insulin pump was received with cracked battery tube threads, cracked reservoir tube window, minor scratched lcd window and bleeding on lcd glass.

Event description:
Customer reports to have dropped insulin pump and received a compromised forced sensor alarm during priming. Customer states insulin leaked out when attempted to prime. Customer states drive support cap was protruded. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.